Event description:
Unomedical reference number (B)(4). Event occurred in canada. It was reported that patient faced an issue with infusions set tubing got cut in half. The issue occurred on (B)(6) 2024 and used for about 2 days. The blood glucose level at time of event was about 11.0 mmol/l. The patient replaced infusion set and resumed insulin successfully. No further information available.

Manufacturer narrative:
E1: patient country: canada.